Event description:
It was reported that after a long ablation procedure, it was impossible to interrogate the device. After five days, the patient occasionally started to have diaphragmatic stimulation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.